Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rv lead exhibited decreasing impedance, loss of capture and noted unstable thresholds. The patient also experienced unexpected multiple high voltage therapies. It was also reported physician suspected connection issue between the implantable cardioverter defibrillator (ICD) and rv lead. The ICD was explanted and replaced. The rv lead was re-connected to the ICD and remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.